Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was found to have a shorter than expected battery longevity remaining. Device replacement was put on hold until the patient had surgery for an unrelated procedure. The cause of the premature battery depletion is unknown. The patient will be monitored for a follow-up. The patient condition is fine.

Event description:
New information received states the patient had a heart transplant. No other intervention was completed. The patient condition after the procedure was fine.